Manufacturer narrative:
The gore® dryseal flex introducer sheath instructions for use (IFU), states, adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment of an abdominal aortic aneurysm and a left internal iliac artery aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system using a gore® dryseal flex introducer sheath. Post successful implant of all the endoprostheses upon withdrawal of the sheath from the right femoral artery; the right external iliac artery or the femoral artery was ruptured. A 10 mm gore® viabahn® endoprosthesis and a gore® iliac extender component were implanted in the right external iliac artery to treat the rupture. The patient tolerated the procedure with no further complications reported. It was reported that pre-operative imaging showed that the femoral arteries and the external iliac arteries were severely calcified and narrow in diameter.